Event description:
It was initially reported that the patient had gone in for a generator replacement however when diagnostics were run in surgery it was determined that there was high impedance. On the explanted generator system's diagnostics was output status - limit, impedance - high, dcdc - 7. After the generator replacement diagnostics were run again and the impedance was >10,000 ohms. The physician then preformed full revision. The high impedance was not known prior to surgery so there were no x-rays taken. There was no reported manipulation or trauma that would have contributed to the high impedance. Good faith attempts for product return have been unsuccessful to date.

Event description:
The explanted lead and generator were returned to the manufacturer on (B)(6) 2012 and product analysis has since been completed. During product analysis the generator performed according to functional specifications. There were no anomalies found with the pulse generator. A section of the lead assembly was returned for analysis in one piece. The lead's electrodes were not returned for evaluation. A break was identified on the positive and negative lead coils. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. Due to metal dissolution and mechanical distortion the fracture mechanism cannot be determined. Scanning electron microscopy images of the positive coil mating end; show a stress-induced fracture (fatigue) in at least one strand of the quadfilar coil. However, due to mechanical distortion a conclusive determination of the initial/final fracture mechanism of the remaining strands cannot be made. Scanning electron microscopy images of the negative coil; show a stress-induced fracture (fatigue) in at least one strand of the quadfilar coil. However, due to mechanical distortion a conclusive determination of the initial/final fracture mechanism of the remaining strands cannot be made. Abraded openings were also identified in the inner and outer silicon tubing. The lead assembly had remnants of what appear to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned lead portion. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.